Manufacturer narrative:
The device was returned for analysis. The balloon was deflated and contained blood residue, which was visible in the inner lumen and balloon. No issues were noted to the balloon bond and distal outer shaft on visual inspection. Negative prep did not detect the presence of a leak possible due to residue in the balloon. Pressurisation of the balloon confirmed the presence of leak. Upon visual inspection, a short longitudinal tear was observed underneath the fold of the balloon. The balloon material was jagged and uneven along the tear site. No deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter to treat a mildly calcified lesion with 70% stenosis in the mid lad. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. During balloon inflation difficulties were encountered. A balloon leak occurred. It was reported that the balloon was inflated twice in the rca, first to 8 atm for 60 seconds and the to 10 atm for 60 sec. It was reported that the third time the device was inflated in the mid lad. After 10 atm it was noted that the device could not be inflated to high pressure. The device was replaced by a non medtronic balloon. There is no patient injury.